Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative noticed the failures in the log error. He replaced the drive manifold (part number 0104-00-0018). He then performed full calibrations, functional testing and safety checks to factory specifications. The iabp was in good operational conditions and was released to the customer. The drive manifold replaced was received by the manufacturing facility at (B)(4). The manufacturer evaluated the drive manifold. The company investigation confirmed that the drive manifold failures were caused by a 'stickly' k6 valve. A company investigation determined that the underlying cause of k6 'sticky' failures was the coil power: the coil required more power than the solenoid driver board could deliver to move the plunger. Additionally the supplier was not testing (driving) the k6 valve as designed in the cs100/cs300 iabp. The supplier tested the valve using unregulated current at 24v without any modulation or current limiting. The company took the following actions: performed health hazard evaluation (hhe): the hhe concluded that the overall patient risk for the reported malfunction, (drive manifold _(B)(4) 'sticky' k6), is low. Opened a corrected action with remedial actions: add a k6 'sticky' screen to manufacturing test process. Supplied a test fixture to the vendor to activate the manifold valves similarly to the way it is done in a cs100/cs300 (pulsed and current limited). (B)(4).

Event description:
During a routine check of the iabp, the company representative observed that the iabp register in the fault logs one time in september and nine times in december the "electrical test fails code# 58" (power-up vent test failed) alarm. The customer did not report those occurrences of the electrical test fails #58 to maquet (B)(6). No patient was involved at the time of the routine check.